Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17609. Related manufacturer reference number: 2017865-2019-17613. Related manufacturer reference number: 2017865-2019-17616. It was reported that the patient presented for follow up with visible lead that had eroded through the skin. The patient was scheduled for explant of the entire system. The right atrial, left ventricular, one active and one inactive right ventricular lead, were extracted and replaced. The patient was stable.